Event description:
The issue was resolved by the pump initiated and weaning from cardio pulmonary bypass was started. Suddenly a large amount of air in the both the ascending and descending aorta was observed, so there was strong suspicion that air entrainment in the pump side occurred. The pump stopped and full support with cpb. The pump was disconnected and reconnected to the apical cuff. There was successful de-airing performed and no air seen within the ascending/descending arteries. Conditions were stable with no evidence of air embolism. The left ventricular assist device (lvad) took over completely and heart-lung machine (hlm) was terminated. There was venous decannulation, start of protamine. Suddenly without any manipulation presence of air in the ascending aorta occurred. This occurred approximately 30 minutes after the device was disconnected and reconnected. Stable conditions prevailed, without any warming signs of renewed air intake. A drop in near-infrared spectroscopy (nirs) occurred and the patient was immediately reconnected to the cpb as an emergency measure. The machine was restarted. The pump was disconnected and reconnected again. The hlm was then removed again. There were no signs of further air intake. Decannulation, protamine and arterial decannulation were done. Once again, the air entrainment through the pump, thorax flooded with saline solution and connection point between the apical cuff and pump were sealed with 8ml of fibrin and flowseal. The air was vented again via the ascendens with a needle. The air then was expelled and the thorax quickly closed. There was no patient consequence as a result of the event. A delay in surgery as a result of the event wasn't specifically mentioned but was expected due the additional surgical procedure needed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was treated as per routine post-op care. The patient was doing well and discharged to the regular ward.

Event description:
It was reported that during implant procedure an intra-operative air entrainment occurred twice between the apical cuff and the pump. The patient was recovering in the intensive care unit. Inotropes were initiated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse. Section d5: operator of device corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: a specific cause for the report of air entrainment could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G is currently available. Section 5 ¿surgical procedures¿ provides information on all surgical procedures, including priming the pump (subsection entitled ¿preparing, running, and priming the pump¿) and de-airing the pump (subsection entitled ¿de-airing the pump¿). Section 5 contains several steps to prevent entrapped air and ensure entrapped air is removed. The device is included in the hm3 inflow seal interface with apical cuff notice issued by abbott on 19 mar 2024. No further information was provided. The manufacturer is closing the file on this event.